Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No patient involvement. Charred.

Manufacturer narrative:
On the initial medwatch 3500a report, MFR received date was unintentionally left blank. The date entered should have been (B)(4) 2011.

Event description:
The customer states that the uninterrupted power supply (ups) housing connector to an architect i2000sr analyzer in their lab is scorched. The cable is an adapter between the ups and the lab's isolated ground receptacle. There are no injuries reported and there is no damage to the surrounding lab environment.

Manufacturer narrative:
The customer noticed the cable/plug to the ups outlet was burnt or scorched. This cable was described as an adapter between the ups and the isolated ground receptacle. The cable is not part of the ups and / or an abbott product. This indicates the burnt cable was connecting the laboratory's power source (wall outlet) to the ups. Abbott support was not able to verify the ups name or model number. In addition, the customer also experienced the i2000sr freezing or going off and the sample transporter freezing during this same time period. The customer's house technician addressed the burnt cable issue by changing out the burnt cable. Abbott support provided instructions to address the i2000sr freezing issues and a subsequent documentation indicates the instrument is running again. The customer's subsequent complaint history does not include a recurrence of burnt cables or the i2000sr freezing. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual ((B)(4), january, 2010) contains information to address the customer's current issue. Based on the available information a specific cause for the cable to the ups becoming burnt or scorched was not identified. However, the i2000sr freezing or going off issues may have been caused by power fluctuations associated with the burnt cable supplying power to the ups. There is no indication that the i2000sr contributed to the cable being burnt. The evaluation did not identify a deficiency of the architect system. Evaluation, method: review of complaint tracking and trending; abbott customer technical advocate initiated troubleshooting with customer intervention.